Event description:
Procedure type: laparoscopic bilateral inguinal hernia. According to the reporter: the customer reports that the balloon ruptured on inflation, was not over inflated. Another device was used. No medical intervention required, no blood loss. No reported ill effect to the pt, pt recovered. The sample is being sent for evaluation.

Manufacturer narrative:
(B) (4).